Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The company cartridge was not returned. A photo was provided of a single-piece multifocal lens implanted in the eye. There appeared to be damage at the edge on the right side. Unable to determine if this is on the anterior or posterior edge. Unable to view the opposite side to review for damaged. Damage in this area may indicate a plunger over/underride may have occurred. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. The lens diopter was not provided. It cannot be determined if it was in the qualified diopter range of 10.0 to 25.0. A qualified handpiece and viscoelastic were indicated. The product investigation could not identify a root cause for the reported complaint. The company cartridge was not returned. A root cause cannot be determined without physical evaluation of the product. Not enough information was provided for further investigation. A photo was provided of a single-piece multifocal lens implanted in the eye. There appeared to be damage at the edge on the right side. Unable to determine if this is on the anterior or posterior edge. Unable to view the opposite side to review for damaged. Damage in this area may indicate a plunger over/underride may have occurred. The lens diopter was not provided. It cannot be determined if it was in the qualified diopter range of 10.0 to 25.0. The instructions for use (IFU) instructs: the company iol delivery system is for implantation of qualified company foldable intraocular lens (iol)s. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implant procedure, blemish was observed on outer edge of optic after implantation and it was left in eye. Additional information has been requested.